Event description:
Bone marrow biopsy drill needle broke in patients hip bone and retained in patient. Manufacturer response for bone marrow biopsy system, oncontrol powered bone access. (Per site reporter) reps came to review drill needle in person.